Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received. It was reported that during the procedure, the non-medtronic generator, non-(B)(6) pencil and the e1455-4 electrode were connected. When the non-(B)(6) generator was used in spray mode with the setting of spray coagulation effect 2.0, the insulation tip appeared to be melted. There was no patient injury. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt code: 4582. Device code: 1385. Reference report mw5190220. This report captures erbe vio3 electrosurgical unit #1.